Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited noise and inappropriate auto mode switch episodes. There were no other electrical anomalies. No intervention was reported; the patient would continue to be monitored.